Manufacturer narrative:
Clinical codes (pain and discomfort) added after the patient provided us an update on their original complaint.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their tooth and filling cracked and they had to get a root canal due to it cracking all the way down to their gum.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.